Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2016 and the suture was used for suturing a joint capsule. After the procedure, rehabilitation was being done without problem, the patient had no signs of dislocation or had no sharp pain and discoloration of the wound site was found. The surgeon confirmed that the knee capsule had been opened maybe because the knee joint implant was being directly impacting the capsule. The suture was broken and came off; thus the wound dehiscence of the joint capsule occurred. The patient underwent a re-operation on (B)(6) 2016 to repair the joint capsule. It was confirmed that the size of the wound dehiscence of the joint capsule was about five to seven centimeters in length cephalically. The patient is still hospitalized and has been recovering well after the reoperation. The doctor opined that the etiology of this event was really unknown and there were some possible contributing factors to the event such as patients delayed wound healing, tissue breakage due to insufficient bite in suturing, or a problem in a suturing technique. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: how many days after the initial procedure was the discoloration in wound site noted? About 2 weeks. On what tissue was the suture used? The suture was used on the knee capsule. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? In re-operation, the suture was broken. Was the suture found broken? The suture was broken and came off; thus the wound dehiscence of the joint capsule occurred. Does the surgeon believe the event was caused by the procedure (how the capsule was sutured) or the suture itself? The surgeon believes that the event was caused by the suture itself. Did the suture break or did it pull out of the tissue? Yes, the suture broke and pulled out of the tissue. What is the patient current status? Hospitalized.